Manufacturer narrative:
The explanted device has been analysed with the following result: the device was explanted due to loss of function. Analysis found a hermetic seal failure. The conclusion from device analysis is that the loss of function was caused by moisture penetrating the hermetic seal and impacting the device function. This report is submitted on march 2, 2020.

Manufacturer narrative:
This report is submitted on february 26, 2019.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
It was reported that the patient's device was explanted on (B)(6) 2019. This report is submitted september 09, 2019.